Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed after broken half pin was discovered due to patient having banged the pin on a cement wall. Two wires were inserted on the proximal ring to maintain the fixation. Note a competitor's frame was used.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing and material records did not reveal any abnormalities that could have contributed to the reported issue. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.